Event description:
On (B)(6) 2012, directly admitted from pmd's office with several weeks of exertional chest pain. To ccl (B)(6) 2012, films reveal 99% lesion of distal rca at bifurcation of pda and posterior lateral. Wires advanced down both branches. A 2.5x20 apex rx to predilate and 2.75x18 multi link vision rx deployed in distal rca with good results. Pt to cssu at 1122. Returns emergently to ccl at 1238 with severe chest pain and st elevations noted. Acute stent thrombosis of distal rca, both branches patent. Thrombectomy performed, 2.5x12 trek rx, and 3.0x20 nc trek rx to restore flow. Timi iii flow and 0% residual stenosis. Integrilin initiated in addition to previously given asa, angiomax, and prasugrel.